Event description:
Patient's x-rays received. Upon review of the x-rays it was noted the patient had a dislocation that was treated with fluoroscopy. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. A review of provided patient x-rays and medical records did not identify a root cause. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Patient's x-rays received. Upon review of the x-rays it was noted the patient had a dislocation that was treated with fluoroscopy.

Manufacturer narrative:
Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Provided patient x-rays and records have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
(B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions. Added stem due to alleged elevated metal ions, patient harm, lawyer, surgeon, facility name and revision hospital. Updated patient's name.